Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 06-feb-2023, intuitive surgical, inc. Reviewed the record and confirmed that no instrument is returning under this record. Isi's review of the site¿s complaint history revealed that the reportable event including the failure analysis on the referenced instrument has been submitted under patient identifier (B)(6), which contains the same initial information, same allegation, and same referenced instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting improperly responds to commands, an investigation is in progress. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but the instrument has not yet been returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the fenestrated bipolar forceps moved improperly responding to commands. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the fenestrated bipolar forceps improperly responded to commands. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on (B)(6) 2022, the issue occurred with the surgeon¿s head inside of the surgeon side cart (ssc) high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the ssc. It was unknown if the failure was related to an inability to move the instrument. It was unknown if the movements of the surgeon scaled appropriately to the instrument. It was unknown if the instrument move in the intended direction. Or if there was any shakiness and or friction observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent. The drape & packing were not retained. The drape is not available for return. There was no harm or injury to the patient. The instrument was inspected prior to use and nothing was observed to be out of the ordinary. There are no images or recording of the procedure.